Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaw0222 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that at the moment of catheter permeabilization which was performed prior to insertion into the patient, a hole was found in the catheter, even without the removal of the guidewire.